Event description:
It was reported one week post port placement, the catheter allegedly had a leak. It was further reported that the patient experienced pain, swelling and rash. The device was removed on later days. The current status of patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the fourth complaint reported for this lot number and the lot met all release criteria. The device history records were reviewed and there was nothing found to indicate there was a manufacturing related cause for these reports. Investigation summary: the sample was not returned for evaluation; however, one medical image and one video were provided for review. The investigation is confirmed for the reported fracture and fluid leak issues, as extravasation at proximal end of catheter (nearest the port) was noted when the medication was injected into the port. Based upon the available information, the definitive root cause for this event is unknown. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 04/2022), g3, h6 (device, method). H11: b5, h6 (result, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has not been returned to the manufacturer for evaluation. However, an image and video were provided for review. The investigation of the reported event is currently underway. Medical device expiry date: 04/2022.

Event description:
It was reported approximately four years post port placement, the catheter allegedly had a leak. Reportedly the patient experienced pain, swelling and rash. The current status of patient is unknown.